Event description:
It was reported that during an unknown procedure, when the doctor was attempting to use the device, it did not clip at all, it fed clip "crooked." Case was completed with new device of same code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = jaw. The analysis results of the er320 device found that it was received with the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 10 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No sideways feed issues were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.